Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board and power management board were replaced to address the issues.

Event description:
The MFR received info alleging a ventilator was alarming and would not power on. The device was not in pt use.